Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.